Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of distal end (c body) has missing single component, paste like, thixotropic adhesive (ke45) at forceps cover, distal end (c body) has pink rubber missing glue, missing cement around objective lens and light guide lens has crack cement traced to expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for separate issues. During the device analysis, the service center indicates that distal end (c body) has missing thixotropic adhesive (ke45) at forceps cover, distal end (c body) has pink rubber missing glue, missing cement around objective lens and light guide lens has crack cement was found. There was no patient involvement.